Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted due to normal battery depletion and was replaced with another boston scientific crt-d. Upon receipt, initial laboratory analysis determined that this device did not meet expected longevity predictions as described in device labeling.

Manufacturer narrative:
A longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. All low voltage power supply measurements were currently within an appropriate range; however, final analysis concluded that the premature battery depletion was due to low voltage capacitor degradation, which resulted in a high current condition. This issue is discussed in the q2 2010 product performance report.

Manufacturer narrative:
The device is undergoing detailed laboratory analysis. This report will be updated when analysis is complete.

Event description:
--